Event description:
It was reported that the patient was unable to adjust the stimulation on their implantable neurostimulator (ins). A power-on-reset (por) condition was reported on the ins with a ¿call your doctor¿ icon observed yesterday on both the programmer and recharger units. With assistance, the por condition was able to be cleared with the programmer unit. It was noted that when they turned on the programmer there was no error message but was able to turn on their ins. The patient also checked that the recharger and observed a normal recharge screen with no error messages coming up. It was reported that this action resolved the reported issue.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown;: product type programmer, patient product ID neu_recharger_acc; product type recharger. (B)(4).